Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance alleged he was trying to perform a caster adjustment and when he adjusted the screw for the adjustment one way, the caster would lock into steer but the brake would not hold.